Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation. It was confirmed that the device would not power on with ac operation or with the provided dc battery - a known good battery did power the device. The power pcba and power module were replaced to resolve the ac power issue. The root cause for no ac operation is an inoperative eos. No cause could be determined for the dc power issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.